Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent an affixus nail procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to a damaged nail. During the procedure, the nail fractured as it was removed. A 45 minute delay occurred in the procedure. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under indications it states, "these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use which can result in metal fatigue." Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause was most likely due to the patient¿s bone condition (delayed bone healing / bone non-union) that inducted fatigue / breakage of the implant.